Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh and elecsys ft4 IV on a cobas e411 disk. The sample initially resulted in a tsh value of 0.027 uiu/ml and repeated as 1.94 uiu/ml. The sample initially resulted in a ft4 value of < 0.04 ng/ml and repeated as 1.37 ng/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer checked the analyzer could not reproduce the issue. The sample probe and liquid level detection circuit board were replaced. The photomultiplier high voltage was adjusted. Controls were run and there were no issues. The investigation is ongoing.